Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable cause includes sensitivity to the micropore tape used. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. Medical review concluded that a procedural variance could not be ruled and does not represent a device malfunction. The patients itching was resolved and is fine and well after using a competitor's product. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the patient complained of itching after the dressing was applied on him (application of dressing after catheter dialysis). The dressing also did not have enough adhesion to remain in position after application. Competitor product used to replace the opsite dressing. Itching reported after the dressing was applied on him.